Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose (bg) level was 860 mg/dl. Customer went to the emergency room (ER) due to elevated bg and received insulin treatment intravenously. Customer could not provide more details pertaining to the ER visit or pump shutting off unexpectedly.